Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure (batch no. 867699 / 86769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included missed abortion. Concurrent conditions included fibroids, adenomyosis and overweight. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), weight increased ("weight gain/loss (specify which one)weight gain"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, 4 years 5 months after insertion of essure, the patient experienced urinary tract infection ("uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vagina"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced hypertension ("blood or heart disorder/condition ¿ high blood pressure"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)hormonal changes- heavy bleeding"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight decreased ("weight loss"), dysmenorrhoea ("dysmenorrhea (cramping).") And abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy,salpingectomy (bilateral removal of fallopian tubes)) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hypertension, fatigue, alopecia, urinary tract infection, nausea, weight increased and vaginal discharge had resolved and the menstrual disorder, weight decreased, vaginal infection, migraine, headache, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: as per pfs, new lot number reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded on (B)(6) 2011, findings revealed uterus and both adnexa grossly within normal limits. Cervix grossly within normal limits. The uterine cavity with bleeding and fluffy endometrium, thick endometrium lining. Cervical os and both tubal ostia identified. The essure implantation was done. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Following event : infection (bladder/ urinary tract/vaginal) type: vagina, migraines, headaches, dysmenorrhea (cramping), abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure (batch no. 867699) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included missed abortion. Concurrent conditions included fibroids and adenomyosis. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) hormonal changes- heavy bleeding"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 5 months after insertion of essure, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), hypertension ("blood or heart disorder/condition ¿ high blood pressure"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, hypertension, fatigue, alopecia, urinary tract infection, nausea, weight decreased and weight increased outcome was unknown. The reporter considered alopecia, fatigue, hypertension, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded on (B)(6) 2011, findings revealed uterus and both adnexa grossly within normal limits. Cervix grossly within normal limits. The uterine cavity with bleeding and fluffy endometrium, thick endometrium lining. Cervical os and both tubal ostia identified. The essure implantation was done. Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs and medical record received. New events added- abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition ¿ high blood pressure, fatigue, hair loss, hormonal changes, infection ¿ uti, nausea, pain and weight loss/gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 867699-inv, 86769-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included missed abortion. On (B)(6) 2011, findings revealed uterus and both adnexa grossly within normal limits. Cervix grossly within normal limits. The uterine cavity with bleeding and fluffy endometrium, thick endometrium lining. Cervical os and both tubal ostia identified. The essure implantation was done. Concurrent conditions included fibroids, adenomyosis and overweight. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vagina"), 4 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced hypertension ("blood or heart disorder/condition ¿ high blood pressure"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)hormonal changes- heavy bleeding"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)."), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hypertension, fatigue, alopecia, urinary tract infection, nausea, weight increased and vaginal discharge had resolved and the menstrual disorder, weight decreased, vaginal infection, migraine, headache, dysmenorrhoea, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: as per pfs, new lot number reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Lot # reported (867699 / 86769) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure (batch no. 867699 / 86769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included missed abortion. Concurrent conditions included fibroids, adenomyosis and overweight. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)hormonal changes- heavy bleeding"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6) 2016, 4 years 5 months after insertion of essure, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypertension ("blood or heart disorder/condition ¿ high blood pressure"), weight decreased ("weight loss") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hypertension, fatigue, alopecia, urinary tract infection, nausea, weight increased and vaginal discharge had resolved and the menstrual disorder and weight decreased outcome was unknown. The reporter considered alopecia, fatigue, hypertension, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: as per pfs, new lot number reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded on (B)(6) 2011, findings revealed uterus and both adnexa grossly within normal limits. Cervix grossly within normal limits. The uterine cavity with bleeding and fluffy endometrium, thick endometrium lining. Cervical os and both tubal ostia identified. The essure implantation was done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "vaginal discharge" was added. Outcome of the event were added. New lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 867699 / 86769) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included missed abortion. On (B)(6) 2011, findings revealed uterus and both adnexa grossly within normal limits. Cervix grossly within normal limits. The uterine cavity with bleeding and fluffy endometrium, thick endometrium lining. Cervical os and both tubal ostia identified. The essure implantation was done. Concurrent conditions included fibroids, adenomyosis and overweight. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain/loss (specify which one)weight gain"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vagina"), 4 years 5 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced hypertension ("blood or heart disorder/condition ¿ high blood pressure"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)hormonal changes- heavy bleeding"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)."), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, hypertension, fatigue, alopecia, urinary tract infection, nausea, weight increased and vaginal discharge had resolved and the menstrual disorder, weight decreased, vaginal infection, migraine, headache, dysmenorrhoea, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: as per pfs, new lot number reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event: psych injury added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a device explant). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2011: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.